Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for performa lot number 474143. Please reference medwatch with patient identifier (B)(6) for performa lot number 474303. Device received in a condition which made analysis impossible. Unable to test because the test strip vial was returned without any unused test strips.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for performa lot number 474143. Please reference medwatch with patient identifier (B)(6) for performa lot number 474303.

Event description:
Reporter stated the customer received results of 192 mg/dl and 92 mg/dl within 2 minutes on the performa system. The customer used 2 lots of test strips, and it is unknown which result was received on which lot. No adverse event was reported. The alleged product was requested for evaluation.